Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: we received a call from a customer at [name]. She advised when surgeon was using product item cd005 when deployed a piece fell into the patient's abdomen. Information provided by [name] via email thread on (B)(6) 2026: deploying bag, a piece fell off inside abdomen., which had to be retrieved. Information provided by [name] via email thread on (B)(6) 2026: I have a complaint below about another white piece of the ripstop 10mm bag coming off into the patient. This is the 2nd time this has happened in 2 months for [name]. I will be going there tomorrow to help facilitate the return and see if there may be a deployment issue on their end. The customer mentioned they spoke with customer service yesterday and gave all pertinent information. Information provided by [name] via email on (B)(6) 2026: there was no spillage out of the bag. The bag did not break into pieces and did not completely fall off of the metal supports. No, the supports did not remain inside the introducer tube. The white plastic piece in shaft came out and into the patient when doing final deployment. No, the actuator was not pushed forward, retracted, and then deployed again, it was used as a one-time use ¿ deployed & retracted. Intervention: case went on as usual. Piece was retrieved. Patient status: no clinical impact. The patient is fine.